Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the standalone bipolar at the top of the vision tower was not working. Prior to calling, the customer confirmed the vessel sealer extend (vse) worked in the erbe generator without issue and the customer hard power cycled the e-100 generator with no change. The customer stated the generator led did not illuminate when the vse instrument was used after the hard power cycle. The customer proceeded with the case using the erbe generator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to this procedure, the e-100 generator was used without issues. The e-100 generator did not deliver any power. The customer chose to swap out the vessel sealer for a different instrument and used the top bipolar port on the erbe to complete the case.

Manufacturer narrative:
Based on the claim against the product by the customer noting the bipolar port not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed, failure analysis could not replicate the reported failure. The unit was installed on a test system and it worked fine without any issues. The complaint regarding bipolar at top of tower was not working was not confirmed based on failure analysis.